Event description:
It was reported that the procedure was to treat a lesion located in the left common iliac that was heavily calcified. No issues were noted during preparation of the device. The 7 mm x 100 mm x 135 cm foxcross balloon catheter was advanced to the lesion and inflated to 8 atmospheres; however, after several attempts to deflate the balloon, it could not be deflated. The indeflator was exchanged for a syringe and the balloon was able to be deflated successfully. No clinically significant delay in the procedure or adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.